Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blood at site and had to go hospital and got 2 stiches. Troubleshooting was performed. Sensor was inserted on abdomen. Customer was on medication such as blood thinner. The sensor will not be returned for analysis.